Manufacturer narrative:
Product ID: 3387s-40, lot# va19ap5, implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that the patient was admitted to the hospital sometime over the weekend of date notified due to having a sudden seizure in their brain. It was stated that the patient was implanted on (B)(6) 2016 and has no history of seizures. Additional information received from the rep on (B)(6) stated that the patient had a CT scan to check for bleeds, and stereotactic to check lead placement. The patient was put on keppra as a result of the seizures and no other seizures have occurred. The cause of the seizures remains unknown. Indication for implant is essential tremor, parkinson's dual and movement disorders. See related regulatory report 2649622-2016-11110.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.